Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the burn on the forceps elevator was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope for periodic maintenance with no reported complaint. However, during the evaluation of the device, burn on the forceps elevator was observed. The service repair technician indicated that the most likely cause of the burn on the forceps elevator was due to use of a high energy device (radiofrequency) without maintaining a sufficient distance from the tip. There was no patient involvement.